Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what color cartridge was being used? Blue. Was the instrument fired across or near an existing staple line or clip? Yes, it was a continuation of a staple line. It was the 3rd firing in a sleeve staple line with each firing beginning in the crotch of the previous staple line. If any unexpected noises were heard, when were they heard? None. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? The firing trigger stopped halfway on the fourth squeeze (knife blade reverse squeeze) and wouldn¿t go any further. It could go back to its starting position however. Dr. Patching tried to squeeze the trigger completely several times in forward and reverse position. Eventually, with a lot of force, he was able to depress the trigger completely in reverse position and bring the knife blade all the way back and open the jaws. Is there any other additional information you would like to share about this device or procedure? The staple and cut lines appeared fine.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The knife reverse feature worked as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after first firing, the stapler locked out halfway through the knife blade return stroke. Took several attempts in reverse and forward position before opening. Case completed with another device of the same product code. There were no patient consequences.